Manufacturer narrative:
On 4/8/97, the MFR sales rep. Supplied a contact name for the facility and also reported that no patient injuries had resulted from this event. The device were returned to the MFR and have been analyzed with the following results: three opened devices were returned as well as 39 unused devices in the original sealed sterilization pouches. Microscopic evaluation of the three opened devices showed no holes, cuts, tears, cracks or epoxy bond anomalies. When flushing the units with fluid after properly masking the needle tip, leakage was not found. Flushing these units with the original masking tube on the needle caused back-flow which gave the illusion of leakage at the needle bend area. A trend analysis was performed on similar reports involving this cat. Number and no trends have been identified. The facility's report that the device "tubing had leaked" was not confirmed by the MFR's analysis of the returned devices. Improper usage is attributed of the returned devices. Improper usage is attributed to this event. No further details are available. The MFR is now closing its file on this report. Note: based on the results of the MFR's analysis, as well as the facility's report that no injuries had resulted from this event, the MFR has changed this "type of reportable event" from an adverse event/product problem to other: user error.

Event description:
On 1/29/97, the MFR's distributor contacted the MFR sales rep and reported an incident which had occurred at a facility in their territory. The faciltity had reported that the device "tubing is leaking." The device was reported as being available for analysis. No further details are available.